Event description:
According to the reporter: two endo grasps were used in this case. In regards to the first device: the black sheath on the tip collapses on itself when the tip comes out. In regards to the second device: piece of plastic protruding from side of tip. Reporter had no further information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). First device reported in (B)(4) and second device reported in (B)(4).